Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) failed calibration. No harm to the patient.

Manufacturer narrative:
Updated field: b4, b5, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. 3 gfes raised no response. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) failed calibration.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.